Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer did not provide the blood glucose value. The customer stated that they were sick with a cold which caused high and low blood glucose. The customer was assisted with inquires on the carelink program. The customer declined assistance with troubleshooting from the help line. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.